Event description:
The customer reported false reactive architect hiv ag/ab combo generated from an architect i2000sr. The customer reported a total of 8 patients (7 in the past month) that were reported as positive in the lab, but when sent for molecular testing the result would be non reactive from arup antibody differentiation with quantitative nucleic acid amplification. The customer communicated that they also had a patient that was tested on two other tubes from the same collection time as the original reactive, and was non-reactive when tested a week later. The customer provided the following data: reference = 1.0 s/co is reactive. Patient 1 results were 1.31, 1.24, 1.44. Patient 2 initial results was 1.53 and retests matched. Patient 3 initial results was 10, and retests matched. Patient 4 results were 1.04, 1.03, 1.08. The customer tried some troubleshooting and when testing the sample all retests were around 1.5 patient 5 results were 2.62, 0.44, & 1.93. Molecular testing was still non-reactive. Patient 6 initial results was 2.83, and retests matched. When tested again a week later, 2 different containers from the same collection time, and they were both non-reactive. The customer reported that there has been no issues with controls. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures, including valve replacement, but was unable to determine a single part the definitive likely cause of the result issues. No additional discrepant result issues have been reported. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect hiv ag/ab combo generated from an architect i2000sr. The customer reported a total of 8 patients (7 in the past month) that were reported as positive in the lab, but when sent for molecular testing the result would be non reactive from arup antibody differentiation with quantitative nucleic acid amplification. The customer communicated that they also had a patient that was tested on two other tubes from the same collection time as the original reactive, and was non-reactive when tested a week later. The customer provided the following data: reference = 1.0 s/co is reactive patient 1 results were 1.31, 1.24, 1.44 patient 2 initial results was 1.53 and retests matched patient 3 initial results was 10, and retests matched patient 4 results were 1.04, 1.03, 1.08. The customer tried some troubleshooting and when testing the sample all retests were around 1.5 patient 5 results were 2.62, 0.44, & 1.93. Molecular testing was still non-reactive. Patient 6 initial results was 2.83, and retests matched. When tested again a week later, 2 different containers from the same collection time, and they were both non-reactive. The customer reported that there has been no issues with controls. There was no impact to patient management reported.